Manufacturer narrative:
(B)(4). Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus or attempted implant with improper valve seating. Pvl is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. In this case, significant pvl from the left coronary cusp was confirmed by echocardiogram. It was noted that the surgeon was not able to identify the pvl site with the valve in place. So the decision was made to explant the valve. A split in the ventricular muscle at the left coronary cusp was identified. The ventricular myocardiocardium was repaired and reattached to the annulus. Another valve was implanted in replacement. The root cause of this event cannot be conclusively determined with the available information. It is unknown if patient and/or procedure related factors may have caused or contributed to this event. Multiple attempts to obtain the device has been made; however, the subject device has not been returned for evaluation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported through the patient registry that a 27mm pericardial aortic valve was explanted at implant due to significant paravalvular leak (pvl). The explanted valve was replaced with a 29mm edwards pericardial aortic valve. Per the operative report, the aortic valve was exposed via an oblique aortotomy. There was no significant calcification. Under the right coronary ostium, the leaflet was a little mushy with a possible vegetation. This was debrided from the hinge mechanism very close to invading the annulus but no real annular abscess or involvement was identified. The annulus was sized to a 27mm aortic valve. Sutures were placed through the nadir of each coronary cusp and aortic annulus without pledgets. Sutures were passed through the sewing ring of the valve. The valve was seated and the sutures were snared. The valve was inspected and found to be well-seated in the supra-annular position with the subvalvular skirt intra-annular. The skirt was then balloon distended to 5 atm from 10 seconds. Tee revealed a significant pvl. This was felt to be coming from the left coronary cusp posteriorly. The surgeon was unable to identify the pvl site. The 27mm valve was explanted. After the valve was removed, there was a split in the ventricular muscle under the left coronary cusp. The ventricular myocardium was closed and reattached to the annulus to close the defect. The annulus was re-sized and a 29mm aortic valve was selected. Sutures were placed through aortic annulus with pledgets below the annulus. The sutures were passed through the sewing ring of the valve. The valve was seated and sutures were secured with cor-knot device. The valve was inspected and found to be well-seated in the supra-annular position. The right and left main coronary ostia were inspected and found to be free from obstruction. Tee demonstrated a properly functioning pericardial aortic valve. The patient tolerated the procedure well and was transferred to the ICU in stable condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.